Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported cefepime over infusion was not confirmed through a review if the device logs or through laboratory testing. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. ¿ the occluder spring test was performed on the suspect pump module, testing of the upper and lower occlude observed the device passing both tests. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ internal and external inspection were performed. No obvious issues were observed during internal or external inspection that could explain the reported over infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. ¿ on 07oct2024 between 4:58pm and 5:00 pm the system was powered on, and an intermittent infusion was programmed and started with rate of 180 ml/hr, volume to be infused (vtbi) of 90 ml and dose of 4 grams/100 ml for piperacillin/tazo. The infusion auto restarted and alarmed for occlusion on patient side, the alarm was silenced after 7 seconds, and the infusion was restarted. The system alarmed for air in line for a total of 26 seconds, the door was closed and the infusion was restarted. ¿ at 5:30 pm the infusion completed and transitioned to keep vein open (kvo), a primary volume infused (pvi) of 90.192 ml was recorded. The unit was channeled off and the pump module was left idle. ¿ on 08oct2024 at 4:05 am the pump module was selected, and an intermittent infusion was started with rate of 33.3333 ml/hr, vtbi of 100 ml and dose of 2 grams/100ml for cefepime. The infusion completed at 7:06 am and transitioned to kvo. A pvi of 190.203 ml was recorded. ¿ between 7:40 am and 7:49 am the system alarmed for occlusion on patient side. The pump module was restarted, and the infusion completed and transitioned to kvo. An infusion was started with rate = 33.3333 ml/hr, vtbi of 10 ml and dose of 2 grams/100ml. A of pvi 195.991 ml was recorded. ¿ at 8:08 am the infusion completed and transitioned to kvo. A pvi of 206.002 ml was recorded. ¿ between 8:56 am and 9:00 am the system alarmed for air in line. The alarm was silenced 3 minutes later, and the system was powered off. A pvi of 214.262 ml was recorded. ¿ at 3:40 pm the system was powered on and the pump module was selected. The previous infusion was restored with a rate of 33.3333 ml/hr, vtbi of 85 ml and dose of 2 grams/100ml. ¿ the alaris system user manual v9.33 states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for ani incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause for the reported cefepime over infusion was not identified during the investigation. The returned devices were fully evaluated, and no issues were observed with the suspect pump module during laboratory testing. Note that imdrf annex a1801, a040502, a0401, a0404, a0206, c0601, c07, d01, d15, g04090, g0301201, g02017, g04037 and g0405203 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that 100 ml cefepime was programmed to infuse at 33.3 ml/hr over three (3) hours with a volume to be infused of 85ml in order to not run the line dry. Clinician left the room to get patient broth, when clinician returned the pump was alerting air in line and the bag appeared to be empty. There was patient involvement but no harm.

Event description:
It was reported that 100 ml cefepime was programmed to infuse at 33.3 ml/hr over three (3) hours with a volume to be infused of 85ml in order to not run the line dry. Clinician left the room to get patient broth, when clinician returned the pump was alerting air in line and the bag appeared to be empty. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.